Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report # 2183959-2012-00481, 2183959-2012-00486. On (B)(6) 2006, the patient was implanted with an ams perigee graft with the intention of treating her for pelvic organ prolapse. It was reported that the patient experienced serious bodily injuries, including pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, and bleeding. On (B)(6) 2006, and (B)(6) 2007, the patient had "excision surgery" to "remove portions of the pelvic mesh products." It was reported that the patient has experienced significant mental and physical pain and suffering and has sustained permanent injury.